Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported temporary loss of eyesight and unresponsiveness could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 to (B)(6) 2023. The log file recorded multiple low flow alarms on (B)(6) 2023 between 16:23:43 to 16:49:48. The low flows resolved and no other notable events or alarms were captured. The log files appeared to show the pump operating as intended at the fixed speed. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was unresponsive at home followed by low flow on the controller and presented to the hospital. The patient also lost their eyesight that was gradually returning. The low flows resolved with intravenous fluid (ivf). Imaging of the brain was not suggestive of stroke. Upon admission, their international normalized ratio (inr) was therapeutic and lactate dehydrogenase (ldh) was normal. The event log captured low flow events, the motor power dropped slightly, and the pulsatility index (pi) values became non-variable and settled out in the 2 range. It was thought something possibly had passed through the pump. After the low flow events, the flow and motor power values returned to a baseline range and the device was functioning as intended.